Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for lot numbers 5653178, and 5650939, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5653178: manufacturing date: december 28, 2005; expiration date: december 27, 2009 lot 5650939: manufacturing date: december 13, 2005; expiration date: december 13, 2009 reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with 325cc mentor smooth round moderate profile and experienced unknown side breast implant deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The serial number is either left side (B)(4), or right side (B)(4). Supplemental report will be submitted once additional information is received.